Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. The receiver download log found receiver shutdown at capacity greater than 10% found in the log within the investigation window. Receiver functional tester: passed all relevant testing. Open receiver case for interior inspection: passed. The customer's complaint was confirmed because there is an indication of the ceases to function. A root cause could not be determine